Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes <200 ohms impedance, capture and sensing anomalies and insulation failure.